Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, a massive hematoma was noted in the right groin due to an av-fistula. A pseudoaneurysm was also noted. An ultrasound was performed, and a vessel suture was placed. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event. The patient was apart of the (B)(6) registry clinical study.